Event description:
Additional information had been requested and received, stating that during the immediate post-operative care period, the patient felt that the quality of vision was poor for both distance and near. The patient also complained of debilitating glare and halos from overhead lights while working at the computer. Objectively, vision was good (20/20-20/30 and j2), but the patient was never pleased with it and was not excessively type a. Dryness was treated for months without any relief. As per the surgeon's opinion, it had been a good refractive outcome as far as residual refraction (rx), and the patient just could not adapt to the optics of the implant. The surgeon's prognosis was that the patient would do fine and might need some glasses prn (pro re nata). The patient's issues were resolved with no harm and they were pleased with the monofocal intraocular lens (iol).

Manufacturer narrative:
Additional information was provided in a.1., a.2., b.2., b.3., b.6., d.10. And e.4. The product was not returned for analysis. The reporter stated replaced with monofocal intraocular lens (iol). It was also reported that in the surgeon opinion - good refractive outcome as far as residual refraction, patient just could not adapt to optics of implant and additionally it was reported "some component of residual refractive error but at some visits she was 20/25 uncorrected and still very dissatisfied. Had difficulty correcting her to 20/20 even with refraction. Patient ultimately disliked optics and was debilitating enough she could not wait it out to see if we could address the residual refractive error. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision, glare and halos at computer. Clinical reason for explant was patient dissatisfaction. The iol was exchanged for non-company monofocal lens 09 months and 06 days following the initial implant procedure. Additional information has been requested.